Event description:
Complainant alleged that the medics were responding to an emergency call for pt who had been found in bed unconscious and not breathing. When the medics arrived upon the scene, they found the pt in a collapsed condition, ECG monitoring indicated that the pt was in a ventricular fibrillation heart rhythm. "During the course of resuscitation, the defibrillator failed to function and deliver a 200 joule shock which was indicated." The complainant indicated that the device displayed a "200j shock now" message. "The crew maintained basic life support and another defibrillator was obtained...and treatment continued." "The resuscitation undertaken was unsuccessful and... The pt was certified." The complainant indicated that the pt outcome was not as a result of the reported malfunction. The reported message of "200j shock now" does not exist in the product. Subsequent to the event, the facility's biomedical engineering dept tested the device during the test, the device did not discharge, and displayed a "defib pad short" error message.